Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-07888. It was reported that the asymptomatic patient presented for remote follow up via merlin.net with both the right atrial and ventricular lead exhibiting noise. Noise was reproduced with isometric exercise in clinic. No interventions were made, as the patient was not pacing dependent.